Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed by review of revision operative notes. Device history record (DHR) was reviewed and no discrepancies were found. Review of the complaint history determined that no further action(s) is/are required. Per package insert, pain and swelling are some of the possible adverse effects of the pka procedure. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the paient underwent a right knee revision 19 months post initial knee surgery due to pain and swelling. Patient was revised to a total biomet knee.

Manufacturer narrative:
(B)(4). Concomitant medical products - unicompartmental knee system vivacet-e highly crosslinked polyethylene # 00584209510 lot # 62274428 unicompartmental knee system femoral component high flex precoat # 00584201502 lot # 62482778. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2017-07167, 0001822565-2017-07272. It is unknown if product will be returning to zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient underwent a right knee revision 7 months post initial knee surgery due to pain and swelling.